Event description:
It was reported that two tubes that began to tear at the base of the flange where it met the shaft. There was no reported patient involvement and no reported patient harm.

Manufacturer narrative:
The device was not returned for evaluation. As the device was not returned, no product evaluation, testing, or physical inspection could be conducted. Assessment of the photograph provided did confirm reported breakage/cut.¿ the root cause of the reported problem is unknown.